Event description:
Complainant alleged that while attempting to monitor the heart rhythm of a pt, the device failed to obtain an ECG signal. Complainant indicated that the clinician obtained another device to continue treating the pt. Subsequent testing of the device at the customer facility was unable to duplicate the reported malfunction.